Event description:
The facility began using cidex opa about one month ago to disinfect cyctoscopes. Since the time the facility began using cidex opa, they have received reports of patients complaining of irritation and bladder incontinency.